Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 425cc mentor siltex round moderate profile saline breast implant and experienced postoperative left-sided deflation. The patient was in an auto accident and suffered a deflation on the left side. As a result, the patient underwent removal and replacement with like device, catalog # 3501670, serial # (B)(4) on (B)(6) 2018.